Event description:
The customer reported that the system displayed a filament regulator error message and a cine not available error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge board was reseated and a filament calibration was performed. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.